Manufacturer narrative:
Event date: 03/03/2019. Manufacture: 04/28/2019. The customer reported that this unit failed out of box. The unit was replaced to address the reported out of ox failure. Failure analysis on this returned unit shows that the customer complaint was caused by a defective u7(lot code: 1814) on the da board. Replacement of u7 corrected the failure with this customer returned vent. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The caller reported that unit produced an out of box failure with an error code 1108 (machine pressure sensor autozero failed). There was no patient involvement. The event date was not specified; estimate used.